Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String has broken off- tampon [device breakage] string has broken off as I am removing it [complication of device removal] case narrative: consumer reported via e-mail that the string has broken off during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String has broken off- tampon [device breakage]. String has broken off as I am removing it [complication of device removal]. Case narrative: consumer reported via e-mail that the string has broken off during removal. No injury reported.